Manufacturer narrative:
.

Event description:
The customer reported a damaged power board. There was no reported patient involvement.

Manufacturer narrative:
G3 - added source information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR report #:1218950-2016-02025 follow up was mistakenly reported as -002 and should have been follow up -001.

Event description:
The customer reported a damaged power board. There was no reported patient involvement.